Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'random upstream occlusion' was reproduced. A review of the event history revealed 'upstream occlusion!' Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor was out of calibration. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had random upstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.